Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-26mg/dl. Verified test strips expire 08/21/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Reviewed meter memory lo (B)(6) 2015 09:02:00 pm, fasting: yes. Lo (B)(6) 2015 08:58:00 pm, fasting: yes. Lo (B)(6) 2015 08:54:00 pm, fasting: yes. Customers concern: with all the meter memory results reviewed. Meter does not have the date and time set properly on meter.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of the malfunction was identified as a strip issue. Additional product codes added.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-26mg/dl. Verified test strips expire 08/21/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Reviewed meter memory: 1:lo (B)(6) 2015 09:02:00 pm fasting:yes. 2:lo (B)(6) 2015 08:58:00 pm fasting:yes. 3:lo (B)(6) 2015 08:54:00 pm fasting:yes. Customers concern:with all the meter memory results reviewed. Meter does not have the date and time set properly on meter.